Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. A system check was performed and it was discovered that the customer was disconnecting at the t:lock, and received education from tandem technical support (cts) that disconnecting at the t:lock can result int unintended insulin getting delivered to the body. Recommendation was made to consult with a healthcare provider to discuss diabetes management.